Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. No further information is available. Date and name of initial surgical procedure. Small intestinal fistula closure. The diagnosis and indication for the initial surgical procedure? =>no further information is available. What were current symptoms following the index surgical procedure? Onset date? Two days after the operation, fever and inflammation occurred. What are the patient comorbidities/concomitant medications? No further information is available. Product lot #. No further information is available. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) two days after the operation, fever and inflammation occurred and it was confirmed by CT. Since fluid accumulation was confirmed, suture failure was suspected and laparotomy was performed, but suture failure could not be confirmed. Contaminated ascites appeared. The interceed remained without complete gelation. Cer was detected. Date time of onset of infection from the surgical procedure? =>no further information is available. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? The surgeon commented that the patient's general condition before and after the operation was not particularly susceptible to infection. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No further information is available. Were cultures performed? Results? Cer was detected. Was medical intervention performed? Results? Laparotomy. Date and findings of the laparotomy performed? No further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon did not think that the interceed was the cause of the infection, and was aware that the infection occurred at another site, but he also considered that the interceed was indirectly related because it was a foreign substance. What is the patient's current status? =>the patient has been hospitalized. Patient is recovering. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent small intestinal fistula closure on an unknown date and an absorbable adhesion barrier was used just under the abdominal wall. Two days after the operation, fever, inflammation and cre occurred and was confirmed by CT and laparotomy. Contaminated ascites appeared. The adhesion barrier remained without complete gelation. The surgeon opined that the patient's general condition before and after the operation was not particularly susceptible to infection. Additionally, the anti-adhesion agent was not usually used during the contamination operation, but the contamination was not so severe this time, so it was used. The surgeon further opined that they did not think that the adhesion barrier was the cause of the infection, and was aware that the infection occurred at another site, but it is considered that the adhesion barrier was indirectly related because it was a foreign substance. The hospitalization period was extended and the patient has been recovering. Additional information is not available.